Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse indicated that the rinse line on the center section of the blood sample valve (bsv) was loose and dripping rinse into the collection tray. The fse replaced the loose rinse line, which resolved the leak. The fse also cleaned all surrounding areas of dried debris. Failure mode is related to a loose rinse line from the center section of the bsv. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that there was a diluent leak of approximately 3 cubic centimeters (ccs) from the coulter lh 780 hematology analyzer. The leak was not contained within the instrument. There were no instrument generated errors. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat, protective eyewear, and gloves at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated for this event.